Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time and date were noted to be incorrect. The customer's blood glucose level was not impacted. Review of the pump data logs by tandem technical support confirmed that the date was changed. It was unable to be determined how the time became inaccurate. The contact stated the customer is confused as a result of an underlying medical condition and believes the customer may have changed the time and date settings. Reportedly the customer has manual injections as alternate insulin therapy.